Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that when the mini vision was deployed, a dissection occurred slightly at the distal end of the stent. The mini vision stent delivery system (sds) balloon was used to perform bail-out and the procedure was completed with no further patient effects reported. There was no information that a pre-dilatation had been performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection is a known possible outcome of coronary stenting procedures, and is listed in the device instructions for use (IFU) as a potential adverse event. There were no reports of damage to the sds or stent implant, and no difficulties deploying the stent implant were reported. Although a definite root cause for the dissection cannot be determined, there are no indications of a product quality issue affecting the outcome of the procedure.